Event description:
Pt gets bladder irrigation with 50ml of IV abx (antibiotics) via foley catheter b.i.d. (Twice a day), after am administration, pt called, assessment revealed balloon has burst. Urologist told primary care provider (pcp) it's ok to continue with bladder irrigation and to insert a new foley catheter for the next 3 administrations.